Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to migration of the battery. It was also noted that the patient had difficulty in charging the ipg. The patient underwent a revision procedure.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to migration of the battery. It was also noted that the patient had difficulty in charging the ipg. The patient underwent a revision procedure. Additional information was received that the patients ipg was moved deeper and remained implanted.